Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter four consecutive bg readings one minute apart with a 100 mg/dl difference between some of the readings. The user also stated that he was using a new cartridge of strips with an expiration date of february 2027.